Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative. It was reported that patient was not getting any relief from the stimulator. So, she decided to have the system removed. The issue was resolved. Hcp had no further information.